Manufacturer narrative:
The reported field event of inappropriate high voltage output was confirmed. The device was tested on the bench and was normal. A review of the egms stored in the device image showed that the inappropriate shock was a result of programming settings and the device was normal.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy. The patient recalled the device vibrating and then getting shocked. Review of the device's settings indicated that the post-ventricular atrial blanking period (pvab) had been programmed. There was no history documenting why the change was made. Programing changes were suggested. No changes were made as the physician was more comfortable with changes to the sinus redetection and pvab for now. Possible medication changes will be made. The patient is stable.

Event description:
New information notes that the device was explanted. No further explant information available.